Event description:
Boston scientific received information that during a follow up many inappropriate shocks as well as noise episodes were revealed. The patient complained feeling cramps. A revision procedure was performed and insulation damage was noted on this right ventricular lead. It was reported that the insulation issue was the result of the patient's anatomy and a lot of friction near the clavicle. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection of the lead noted that the trilumen insulation was damaged. In addition the polytetrafluoroethylene (ptfe) over the rate/sense conductor coil was abraded as well as the ptfe on the proximal high voltage cable. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first rib region.